Manufacturer narrative:
Results of investigation: the device/component was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The unit alarmed transducer fault, low exhaled volume (ve), low peak inspiratory pressure (pip), circuit disconnect, motor fault, and vent inoperable (inop). The root cause was isolated to a faulty pressure transducer located at pt800.

Manufacturer narrative:
(B)(4) upon completion of the evaluation or in the event additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device back from the customer. (B)(4).

Event description:
The customer stated that the vent was alarming transducer fault, motor fault, and vent inoperable. The customer replaced the power supply and the turbine, but the issue was not resolved. There was no patient involvement at the time of the incident.